Manufacturer narrative:
Actual device from event was evaluated. Results: standard performance tests were completed, which includes using the bolus feature. Conclusions: performance tests could not duplicate the error. The device performed to specifications related to the bolus activation.

Event description:
Reported by the customer as: device activated a bolus dose on its own. Pt injury: no.